Manufacturer narrative:
The most likely cause of the elevated ctni result was contaminated reagents. If the reagent probe is misaligned, it may not be properly washed and there can be contamination of the reagents by the reagent probe. After cleaning and alignments, the instrument is performing within specification.

Event description:
A falsely elevated ctni result of 0.82 ng/ml was obtained on one patient. The same sample was repeated and a cnti result of <0.04 ng/ml was obtained. Patient was re-drawn and the ctni result was negative. The incorrect ctni result was not reported to the physician. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. The most likely cause of the elevated ctni result was contamination of the reagents by the reagent probe.